Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed three (3) controller power up' and motor start' events that occurred around the reported event date, indicative that both power sources were disconnected. In addition, log files indicate that the batteries in use around the reported event were at a high capacity and being exchanged with a cac adapter. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of the power source port 1 connector found loose with the o-ring gasket displaced from the controller housing and the o-ring gasket from power source port 2 connector was also found displaced. The issue with loose connectors is currently being investigated. The most likely root cause of the controller power-up and motor start events may be attributed to both power sources being disconnected from the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is still investigated heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient reported a red alarm indicator and 3 pump stops while the patient was driving and the patient became anxious. Patient denied any symptoms while the event occurred. It was stated that the event was confirmed by log files. An elective controller exchange was performed and it was said that there were no consequences to the exchange. It was noted that on the controller there was damage on the power port connection and connector would move when pushed. It was stated that is was unknown how the damage occurred. It was stated that the patient was stable and unaffected by the event. No additional information provided. Investigation is ongoing.